Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The leading implant surgeon of the hospital, reported via our sales rep that during a surgery procedure, the inner sterile package has a hole in the rear area. The surgery was completed successfully by using a sterile implant taken from an intact inner package. The patient was not impaired by this event. Surgeon has taken photos of the hole which is located under the lifted cover sheet in the rear area of the sterile package. The customer noted that even on the inner side of the cover sheet a smaller hole is visible.